Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that he experienced a high blood glucose level of 457 mg/dl. He treated his high blood glucose level with a manual injection. The infusion set was bent. The customer had a detached retina and was not feeling good. The device was not returned.